Event description:
It was reported that the right ventricular (rv) leads exhibited increased thresholds to high levels. The leads were explanted and replaced. No patient complications have been reported as a result of this event.